Event description:
It was reported via trial, that approximately 6 months post implantation of a xience v stent in the arterial graft, the patient died at home. Per the death certificate, the patient died from the following: cardiorespiratory failure, coronary artery disease, congestive heart failure and hypertension. Per the physician, the death was not related to the xeince stent. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): there was no reported product deficiency. The reported patient effect of death, as listed in the xience v instructions for use, is known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.